Event description:
It was reported when using the bd sedi-40 instr. Defective, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: non- repetitive results, especially in rheumatological patients with high esr. The camera gives unbelievable results - customers says that she see that patient has high - eg 70- esr and the camera gives 25. Very large number of llo despite blood is drawn correctly. Sedi did not pass the self test a few times.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd sedi-40 instr. Defective, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: non- repetitive results, especially in rheumatological patients with high esr. The camera gives unbelievable results - customers says that she see that patient has high - eg 70- esr and the camera gives 25. Very large number of llo despite blood is drawn correctly. Sedi did not pass the self test a few times.

Manufacturer narrative:
Investigation summary instrument sedi 40 17-42036 was returned to the manufacturer for service with respect to the reported defect ¿ erroneous results. The instrument was evaluated by visual examination and functional testing and it was found that the mixer was switched off in the settings. The mixer was switched on and the instrument was cleaned. After repair the instrument passed all further quality checks.